Manufacturer narrative:
\Review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include; infection.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Sterilization evaluation results will be provided once they are completed. The device is undergoing an evaluation but has not yet been completed. (B)(4). Additional aaa® devices included in this report: pxc141200/13057246 (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm (aaa) using gore excluder aaa endoprosthesis with c3 delivery system. It was reported on (B)(6) 2016, the endoprostheses had to be removed due to infection. It is unknown if the infection was device or procedure related.